Event description:
On (B)(6) 2014, it was reported that the patient's infusion device turned off and would not turn back on again. The device had been consuming batteries within an hour and was displaying e2 (battery empty). After the device would not turn back on, the patient went to bed and woke up with a blood glucose level of 500 mg/dl and he went to the hospital. He was treated with insulin via an IV. The patient's blood glucose level returned to normal and he switched to insulin injections. The infusion device requested to be returned for product evaluation.

Manufacturer narrative:
The investigations revealed that the battery acid leaked out of the battery, and caused a contamination of the battery compartment. Due to the contamination inside the compartment, the battery spring corroded and went lost. In addition to the contamination of the battery compartment the electrical contact ability of the battery spring has deteriorated and as further consequence it led to a higher power consumption. Because of the high power consumption the pump correctly notified the customer with several e2 error messages. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.